Event description:
The patient underwent aaa repair on (B) (6) 2010. The patient's anatomical form was suitable for endovascular repair. The procedure was performed as labeled. After placing a main body and two iliac legs, a final angiography was performed. It revealed the dissection of the left renal artery. The physician confirmed the entry site of the dissection was at the origin of the left renal artery with ivus. The physician placed two stents of another manufacturer's in a row at the dissection site. The patient's condition was good after the procedure.

Manufacturer narrative:
(B) (4) - due to additional device placement, not labeled. Labeled in IFU. No product or images were returned to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case the instructions for use for the main body graft states: "warning: the zenith aaa endovascular graft incorporates a suprarenal stent with fixation barbs. Exercise extreme caution when manipulating interventional devices in the region of the suprarenal stent." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is dissection. This failure mode was determined based on the provided event description. A definitive root cause can not be determined at this time. We will continue to monitor for similar complaints.